Manufacturer narrative:
Batch review performed on 08-may-2024: lot 154839: (B)(4) items manufactured and released on 26-nov-2015. Expiration date: 2020-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 08-may-2024: ball heads: mectacer 01.29.231h head biolox option ø 32 (k131518) lot 142131: (B)(4) items manufactured and released on 31-oct-2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient undergone a primary surgery on the (B)(6) 2015. On the (B)(6) 2018, the patient came in reporting squeaking in the hip joint. The surgeon revised successfully the ceramic liner and ball head and replaced them with a hooded pe hc liner ø 32 / f, head biolox ø32 and a sleeve size l. On the (B)(6) 2024, the patient has been revised due to multiple dislocations and it is unknown how they have been treated. Versafitcup and liner have been revised with competitor devices, while the ceramic ball head and sleeve have been revised with a medacta 28mm cocr head.